Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the balloon rupture was able to be confirmed. Based on a visual, functional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an armada dilatation catheter was advanced to the left superficial femoral artery, moderately calcified lesion. The balloon was initially inflated to 6 atmospheres (atm), without issue. During the second inflation at 10 atms, the balloon ruptured. The armada was removed without issue. Another armada was used successfully. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.